Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2019 due to broken plates and the surgeon revised the site with non-tmc hardware. The device was not returned to the manufacturer for evaluation and device specific lot information was not available, therefore all non-conformances for sk14 kits were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to the breakage of the plates, however additional information indicates the surgeon believes it was due to non-compliance. It is likely the patient's non-compliance subjected excessive stress and sudden impact to the plates which lead to their breakage. The instructions for use identify warnings related to postoperative care. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2019 due to broken plates. The patient was revised with non-tmc hardware. There was no other report of any patient impact or injury as a result of this event.